Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that the horizontal axis of the blood sampling valve (bsv) needed to be aligned. The fse removed the bsv and adjusted the horizontal axis to resolve the issue. Failure mode of the event is attributed to the horizontal axis of the bsv which needed to be aligned. (B)(4).

Event description:
The customer reported that the red blood cell (rbc) parameter was recovering high out of specification on all levels of the 5c control material ran on the coulter lh 780 hematology analyzer. The customer stated that the issue occurred on controls only and no patient samples were ran on the instrument. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer ran patient samples on a backup analyzer and reported those results out of the laboratory.